Event description:
It was reported that there was a persistent, loud "hum" coming from the programmer. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) connector is loose on a printed circuit board assembly. Unable to calibrate stylus pen. System errors found in the programmer error log. System fan is noisy.